Event description:
According to the report of the physician, the lead was implanted without anomaly on (B)(6) 2010. No tensile force was applied to the lead during the implant. One month later, x-ray images revealed a coil winding problem. Coil continuity was determined to be normal. The coil was deactivated as a safety precaution.

Manufacturer narrative:
On 03/12/2010: this event concerns a device that was manufacture and used outside the united states. Analysis is pending.